Event description:
It was reported that during the initial stimulation on (B)(6) 2014, adverse reaction was observed whilst performing in situ measurements, the pt acted as if in significant pain. The pt was implanted bilaterally in a simultaneous procedure, no adverse reaction was observed in the other ear. After remapping, the pt was able to demonstrate auditory awareness. A full insertion was reported with post-surgical x-ray showing good positioning of the electrode array. As per information received on september 13, 2014, the pt will be re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.